Event description:
It was reported that undersensing was observed on the implantable cardiac monitor. Device sensitivity was adjusted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.